Event description:
It is reported that in 95 pt underwent right total knee replacement. Following, in 97, x-ray revealed posterior subsidence of the tibial tray. As a result, in 98, the knee was revised where the tray was discovered to have fractured. The tibial tray and articulating surface were removed and revised using zimmer mg ii components.